Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system. To reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The user facility reported that the impella cp was attempted to be placed but it was difficult to access the left ventricle due to dextrocardia. The shaft was confirmed to be kinked and bent. The impella insertion was aborted.

Manufacturer narrative:
The investigation of delivery issues and product damage (cannula kink) has been completed. Pump was returned for investigation. Data log review was not required for this case run. Cannula kink damage was observed on the returned product. No other physical damage was observed on the returned product. The case start menu appeared on the pump connected to the console, indicating that the case start was not initiated in the field. As per the clinical report, the cannula was kinked and bent during insertion, and the doctor had difficulty with placement due to dextrocardia. The cause of the product damage (cannula kink) was most likely patient condition related to abnormal anatomy. The cause of the delivery issue was most likely patient condition related to abnormal anatomy. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-29941.